Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with positive standard. All devices yielded valid and accurate positive results at the 15 minute result read time. Root cause: could not duplicate with retains; unable to determine. Source: phone.

Event description:
Reported 1 false negative sars result on symptomatic patient. No confirmatory testing completed but the sample was positive upon repeat and match clinical presentation. The customer was unable to provide further details.